Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The UDI in d4 could not be provided as the serial number is unknown.

Event description:
The following was reported to hamilton medical ag: "the blower is working noisy; the blower motor is broken. There is a burning smell. No patient involvement." However, when reviewing the logfiles of the reported day, hamilton medical ag found that the device alarmed with tf 431001 which led to hardware switches blower off and the tf 446029 which led to ambient. Therefore, it is assumed that there was patient involvement. However, no health consequencs or impact.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that during patient ventilation with a hamilton-c6, unusual blower noise was observed, and a blower issue was identified. A burning smell was also noted. Logfile analysis showed various technical errors indicating an ambient state condition during ventilation but additional device was required according to the user. During the hardware analysis of the blower case, foreign particles were found outside turbine. Investigation of these particles is in progress. Cables of the turbine are in perfect condition, with no damages. Turbine rotates with some resistance. No evidence of burns or any burnt smell is present on either the turbine or the blower housing. Conclusions: most probable root-cause is the ball bearing damage is due to grease volatilization due to temperature and aging, which reduces lubrication and can damage/destroy the turbine¿s ball bearing. This issue is known and is already being addressed. The on-site service technician reported that the blower was replaced. After replacement, the device successfully passed all service software checks and was returned to use.

Manufacturer narrative:
The log files indicated ambient state conditions and recorded technical events suggesting reduced blower performance in the hamilton-c6. The blower was replaced, and the device was returned to clinical use. Investigation of the hardware (blower) not finalised yet. The investigation is still ongoing.